Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the incident was classified as high severity, confirmed as relevant with no fault present, and required additional action with ventricular extracorpeal membrane oxygenation (v-aecmo) insertion. Additional information received indicated that the patient was originally supported by ECMO and intraaortic balloon pump (iabp); the ECMO was removed when the iabp was replaced with impella. The impella was subsequently removed as it was reported that the device disconnected from the aorta. After which the patient experienced cardiac arrest due to the disconnection, requiring reinsertion of ECMO. The indication for pre-op placement was for use before ventricular septal perforation (vsp) surgery.

Event description:
Additional information received indicated that ventricular septal perforation (vsp) closure surgery was completed successfully, and the patient survived the procedure and was able to have the catheter removed.

Manufacturer narrative:
E1. Initial reporter: the reporter¿s first and last name were corrected from the initial report, which was in japanese; this report is in english.

Manufacturer narrative:
Investigation summary: no product was returned. Cardiac arrest: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history lot: device lot : 1977555. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.